Event description:
It was reported that the 7900 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was repaired and the software upgrade was installed during the service call.